Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and that the pump usb port was cracked and loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer¿s blood glucose level was 112 mg/dl. The customer reverted to an alternate method of insulin therapy.